Manufacturer narrative:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient alleged visualization of particles in device. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were observed and 1 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and device was corrected. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient alleged visualization of particles in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.